Event description:
Rptr claims the joystick stuck electronically in the forward drive mode. The joystick physically returned to the center position, but the chair continued forward. The chair knocked over two tables pinning a child to the wall. The chair reflected off the wall toward the drop off of the school auditorium (approx 4 ft). A teacher was able to dive and shut the power off less than a foot from the drop off. Per the child's parent, all parties involved were checked by the school nurse and no further medical attention was recommended. The end user sustained a bruise on the knee.